Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the surgeon noticed a broken haptic. The lens was intact before inserting into cartridge, broken haptic noticed after lens implantation. Hence the lens was removed and replaced with a new lens during the same procedure. There was no patient harm.